Manufacturer narrative:
Submit date: 01/20/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a urinary catheter. The customer reports that a crepitation was heard by the pt as the catheter balloon broke, accompanied with hematuria.